Event description:
It was reported by the user facility, a pt fell out of the bed in the ICU department. It was reported, the bed exit alarm was set, however, it is alleged the alarm did not go off when the pt exited the bed and the pt fell. No adverse consequences reported.